Manufacturer narrative:
No motor error alarms were noted. The device was unable to prime during prime test due to moisture damage on force sensor resistor. Excessive no delivery test and occlusion test were not preformed due to prime anomaly. The motor was tested outside of the device and it passed. The device had cracked battery tube threads, cracked reservoir tube lip, and minor scratches on the lcd window.

Event description:
Customer's mother reported via phone call, the insulin pump alarmed motor error during bolus and no insulin was delivered. Customer's blood glucose was 240 mg/dl. Troubleshooting was performed. Customer was playing, with sand in the living room, no water was around. The customer went gave the insulin pump to her mother with the device alarming. Customer did jump in the trampoline for a little bit. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and customer's mother was able to complete the rewind sequence. Customer's mother was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.